Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A fifty-two-year-old female patient received an impella 5.5 device for management of acute myocardial infarction¿related cardiogenic shock. At the time of implantation, the patient was receiving three inotropic medications, veno-arterial extracorporeal membrane oxygenation, and mechanical ventilation, consistent with a severe disease state classified as stage d cardiogenic shock. The patient initially demonstrated brief hemodynamic improvement with impella and extracorporeal membrane oxygenation support; however, her condition began to deteriorate after approximately ten days. On the ninth day of support, the patient developed occasional ectopic beats that resolved spontaneously. On the eleventh day, she experienced abdominal pain accompanied by elevated white blood cell count, suggesting infection. On the twelfth day, she developed hypotension requiring initiation of vasopressor therapy, and imaging revealed a new thoracic aortic dissection with adrenal infarcts, which was assessed as likely unrelated to impella. On the fourteenth day, the patient experienced multiple episodes of supraventricular tachycardia. On the fifteenth day, she developed respiratory distress requiring reintubation. On the twenty-third day of support, the existing impella 5.5 device was replaced with another impella 5.5. Three days later, the patient¿s condition continued to worsen. Due to the poor prognosis, the decision was made to withdraw care and the patient expired. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease. Aortic dissection and subsequent organ failure will conservatively be coded to the first device. Arrhythmia will also be coded to the first device as it is a common, mostly benign. Device replacement will conservatively be coded to the first device, while it had already exceeded its support duration. The field representative responded that this patient was an incredibly complex hiv positive, mixed sepsis and cgs vsd. The arrhythmias, organ failure and dissection were not related to the impella (per the care team). The field representative relayed that the device was replaced after the vsd closure related to how long it had been in pre vsd repair.

Manufacturer narrative:
Updated information: d4 serial number updated.